Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the backlight on the insulin pump stopped working for a couple of days. Customer stated that the backlight started working. Customer stated that he is not able to get the pump to vibrate or give sound. Customer stated that he had two occasions where the background light did not come on. Troubleshooting was performed and customer stated that the pump did not vibrate during the vibrate test. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.